Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.

Event description:
It was reported that the patient had a full system replacement due to pain, and tightness in the neck. During surgery the generator was observed in the patient's shoulder and the lead was not connected to the vagus nerve. The lead had been placed across the body to the right side of neck and then down the right side of the body. Update was received. The surgeon was unable to conclude whether the vns system migrated/moved and was not sure what had happened. Prior to the procedure x-rays were performed and it was identified that the lead was not on the vagus nerve; impedances were seen ok. In addition, per the physician, the reason for the pain was inconclusive. Manufacturer report number: 1644487-2025-10307 documents the report of the lead not connected to the nerve, pain and tightness in neck. This report will document the report of the generator migration. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
The suspect device was received for analysis. Analysis has not been completed to date.

Event description:
Device evaluation was completed.